Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive. The customer's blood glucose level was 440 mg/dl. In addition, it was reported that cartridge was leaking at the t:lock connection. The customer's blood glucose level was 474 mg/dl. Reportedly, the customer changed the infusion set to resolve the issue and continued to use the pump for insulin therapy.